Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to display anomaly. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that cracked was occurred in display. Blood glucose was unknown. The insulin pump will be returned for analysis.